Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than the lower rate programmed on the implantable pulse generator (ipg). It was noted that it could not be determined if the right ventricular (rv) lead had been capturing. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.